Manufacturer narrative:
Additional information received on (B)(6) 2019, indicated the date of implantation updated to (B)(6) 1993, date of removal updated to (B)(6) 2019. Patient code has been updated from generalized illness to autoimmune disorder as per additional information received. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/12/2019, after the review by the clinicians the patient code updated from autoimmune reaction to generalized illnesses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient, who suffered from poland syndrome since childhood, underwent primary breast reconstruction with two unspecified mentor saline breast prostheses and suffered multiple systemic issues postoperatively. The patient stated that her symptoms included but were not limited to tachycardia, vertigo and a general sense of unwellness. Additionally, the patient underwent several tests, including a CT scan of the brain, two mris of the brain, one MRI of the cervical spine, hearing tests, vision tests and a vestibular function test. All tests were normal except for the vft, which returned a result indicating that the vestibular portion of the patient¿s inner ear was functioning at 85% capacity. In response to her symptoms, the patient elected to have the devices explanted in or around (B)(6) of 2019. No device issues such as deflation were reported. This report is for the second of her two devices.